Manufacturer narrative:
This medwatch is for suspect device in coaguchek pst system. (B) (4).

Event description:
Caller states the patient tested 2.3 inr on the coaguchek pst system and 3.0 inr on the coaguchek xs system. No action was taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.